Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pen needle was blocked while priming it, and the "2 units" of insulin would not flow through it during the injection. Additionally, the consumer found the non-patient end needle was bent. The following information was provided by the initial reporter: "consumer stated, using 4mm pen needles, 320144. Using for 18 months. Stated, needle is blocked during priming stated, no insulin flow during injection with some pen needles stated, he is only successful with his injection if he gets a stream during priming, (using 2 units). Stated, if he gets a bubble on the end of needle during priming, he will not get a flow during injection. Finding the non patient end is bent".